Event description:
It was reported that the customer saw that there was no sensor cannula when removing the sensor. The customer's blood glucose was 150 mg/dl. The customer did not believe that it was still in his skin. The customer stated that three sensors failed on the first day of sensor use. The customer stated that he was new to the sensor. Advised that the customer call when he has issues with the sensor and to save the sensors for analysis. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.